Manufacturer narrative:
Section d6b - explant date: not applicable - lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a zcb00 model intraocular lens (iol) implanted in 2018 has iol opacification. Through follow-up, we learned that no vitrectomy or sutures were required during implantation and there was no delay in procedure. The account indicated that the initial postoperative period did not present complications, with visual acuity of 20/20 maintained from 2018 to 2025. The patient was examined on (B)(6) 2025, there was partial opacification of the iol with a mild reduction in transparency and a slight decrease in visual acuity. No signs of inflammation, displacement, or adverse reaction were reported. The iol remains implanted. The account also reported that the probable cause of the opacification is a physicochemical alteration of the optical material / mineral deposition (calcium). No further information was provided.